Manufacturer narrative:
No damages or irregularities were found with the proximal pipeline flex w/ shield pusher. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker, pad or with the proximal bumper. The tip coil was found intact. The braid was already fully deployed. One braid end was found tapered, damaged, flattened and frayed. The other braid end was found fully opened but damaged, flattened and frayed as well. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed as one end of the braid was found tapered. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. Customer reported vessel tortuosity as minimal. The braid was found damaged, flattened and frayed. Possible causes are re-sheathing more than 2 times, high force delivery, over-manipulation and delivering/retracting delivery wire or braid against resistance. Cu stomer reported the device was re-sheathed less than three times. As the braid was returned outside of its protective introducer sheath and dispenser coil, it is possible that damage found on the braid occurred during return shipping to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pipeline would not open at the distal end. Resheathing was performed less than three times, but the physician eventually removed the device from the patient. A replacement product was then used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment ofa saccular, unruptured aneurysm of the posterior communicating (pcom) artery with a max diameter of 3 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was unknown.